Event description:
It was reported to philips that the co2 was not working. Yes, the device was reported as being in use at the time of the event on a patient. However, the customer confirmed answering the safety questions during service order initiation that there was no adverse patient impact.